Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the disconnected mode. A field service engineer confirmed that, according to the customer, the issue was resolved by the information technology department. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system, the station was disconnected. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.